Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the his bundle lead had pacing failure at multiple sites and high and undefined impedance measurements. The lead was removed for observation. When searching for the optimum site again at the middle ventricular septum with the use of the catheter, a large amount of bleeding occurred from the catheter valve. It was noted that the septum perforated. Hemodynamic was confirmed stable for over thirty minutes and the catheter was removed. It was confirmed that the pericardial effusion was not accumulated by echocardiography, the movement of the septum was not strange, and there was no blood flow in the shunt at the septum. Infectious disease was noted. The catheter was removed, and another catheter was used to implant the lead. The lead remains in use. No further patient complications have been reported as a result of this event.